Manufacturer narrative:
Morrey et al. "Ulnar component surface finish influenced the outcome of primary coonrad-morrey total elbow arthroplasty." Journal title. 95:1117-1124. No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided. The article was written in-ho jeon, bernard f. Morrey and joaquin sanchez-sotel.

Event description:
It is reported in a journal article that one patient experienced delayed union resulting in malunion of the humeral allograft-prosthetic composite. This eventually incorporated and the patient had radiographic union at 1 year post-op. No further information is available.